Event description:
Note this report is the second of two reports pertaining to the event. Refer to MFR report #3005099803-3008-02023 for details regerding the first device. It was reported to boston scientific corporation in 200, that an injection gold probe homeostasis catheter was used during an esophagogastroduodenosopy procedure one day prior, (patient age, gender and weight unknown). According to the complainant, injection gold probe homeostasis catheter was tested on ky jelly before hand but it wasn't working. They tried inside the patient and it didn't work. After checking the connections the erbe machine didn't report a loss of circuit. No patient complications were reported as a result of this event.

Manufacturer narrative:
The device has not been returned, therefore, a failure analysis is not available and we are not able to determine the relationship between this device and the cause for this event. Unable to confirm the customers reported event. The device history record for the pertinent lot was reviewed; no anomalies were noted. Product unavailable for analysis.